Manufacturer narrative:
Based on the results of the investigation, the foggy image was likely caused by breakage of the objective lens; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The issue is addressed in the instructions for use (IFU): -"chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system" describes the methods for inspection on the suggested event. E1/establishment name: (B)(6) hospital, a local independent administrative corporation. Added here due to character limitation in respective field. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited a foggy image. There were no reports of patient involvement.